Event description:
Related manufacturer reference number: 2017865-2022-05074. It was reported that the patient presented in clinic for follow up. Device interrogation revealed high capture thresholds on the right ventricular (rv) lead. During the removal the atrial (ra) lead became dislodged. The physician elected to explant and replace both the rv and ra lead. The patient condition was stable before, during, and afterwards.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned in two portions for analysis. Visual and x-ray analysis noted the helix was stretched / damaged as received, therefore the helix mechanism test was unable to be performed. The device was returned for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.